Manufacturer narrative:
Complaint conclusion: as reported, after removal, the plug of a 7f exoseal vascular closure device (vcd) detached from the device. Manual compression was applied. There was no reported patient injury. There was no damage observed on the device or its packaging prior to opening. The device was stored and prepared in accordance with the instructions for use (IFU). The exoseal vcd and vascular sheath introducer were removed together as a single unit 1¿2 seconds after depressing the deployment button. The indicator wire was not visible upon removal. The procedure was performed via retrograde approach. The physician achieved certification on the use of the exoseal vascular closure device (vcd). One exoseal vcd was used. A non-cordis sheath introducer was used with the exoseal. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees. The vessel diameter was greater than or equal to 5 mm. There was no significant calcification, tortuosity, plaque, stent, or greater than 50% stenosis at or near the puncture site. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to vcd use. The deployment button was fully pressed and flush with the handle. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis 8f catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the returned device as it was received fully deployed with no anomalies noted in the internal mechanism, and no plug returned for evaluation. In addition, due to the nature of the complaint, the reported event cannot be evaluated since patient related events cannot be duplicated in the lab. Based on the information available for review and product analysis, use error may have been a contributing factor as it was noted that an 8f sheath was returned inserted in the device. As stated in the indication for use within the IFU, ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. As warned in the instructions for use (IFU), which is not intended as a mitigation, approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after removal, the plug of a 7f exoseal vascular closure device (vcd) detached from the device. Manual compression was applied. There was no reported patient injury. There was no damage observed on the device or its packaging prior to opening. The device was stored and prepared in accordance with the instructions for use (IFU). The exoseal vcd and vascular sheath introducer were removed together as a single unit 1¿2 seconds after depressing the deployment button. The indicator wire was not visible upon removal. The procedure was performed via retrograde approach. The physician achieved certification on the use of the exoseal vascular closure device (vcd). One exoseal vcd was used. A non-cordis sheath introducer was used with the exoseal. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees. The vessel diameter was greater than or equal to 5 mm. There was no significant calcification, tortuosity, plaque, stent, or greater than 50% stenosis at or near the puncture site. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to vcd use. The deployment button was fully pressed and flush with the handle. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.